Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21041. It was reported the patient presented in clinic having received shocks. Upon interrogation, it was observed the atrial lead had dropped into the ventricle and was oversensing the r wave. The implantable cardioverter defibrillator was incorrectly interpreting this rhythm as ventricular tachycardia and delivered therapy. Programming changes were made. No further intervention was completed. The patient was stable.